Manufacturer narrative:
Patient code (B)(4) and device code (B)(4) are no longer applicable.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on may 02, 2018. Regarding the cause of the patient's acute baclofen withdrawal, the hcp reported there was a change of pump refill providers and the patient was being filled in "snf". The new provider was unaware of this, and the patient's pump went dry. The hcp reported there was no device issue. Regarding the report of possible sepsis, in response to whether or not the sepsis had been confirmed the hcp said, "no." In response to the question "how was the sepsis was diagnosed?" The hcp said, "no." Regarding cause of the sepsis, the hcp said, "n/a." Regarding further actions or interventions taken or planned, the hcp replied, "n/a." The hcp reported the patient was "doing back to pre incident condition." The patient's weight was unknown. The hcp was not aware of any pertinent medical history or other factors that my have caused or contributed to the reported issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown dose and concentration of baclofen via an implantable pump for intractable spasticity. It was reported on (B)(6) 2018 that the patient presented to the emergency room (ER) with acute symptoms of baclofen withdrawal and possible sepsis. The physician wanted the pump interrogated and was questioning if a pump malfunction had occurred. The patient¿s managing physician¿s information was provided. The physician was transferred to the national answering service to have a local rep paged to help read the pump. The patient was currently hospitalized. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a drug partner on april 09, 2018. The patient's age, date of birth, and race were provided. It was indicated the patient was receiving 2,000 mcg/ml of gablofen at 523.5 mcg/day. The initial start date was unknown. It was reported the patient was treated in the intensive care unit (ICU) for medication withdrawal. It was indicated the pump was refilled, and was now operational.